Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed rite testing. No abnormalities were identified during internal/external inspections. A short simulated therapy was performed successfully. The high drain alarm was identified through an event history log review. The cause was not able to be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. This alarm indicates that the patient drained more than 200% of their maximum prescribed fill volume. This alarm occurred on (B)(6) 2014 at 10:23:31 during night drain cycle one of peritoneal dialysis therapy. No additional information is available.